Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer woke up with a low blood glucose of 20 mg/dl. Customer had honey and orange juice and the blood glucose reading went up to 42 mg/dl. Customer declined to troubleshoot for low blood glucose. No medical intervention was reported. It was unknown if customer was using the auto mode/smart guard feature or if the insulin pump was in use within 48 hours of reported incident. Insulin pump is not expected to return for analysis.